Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. A wet active fms (fluidics management system) in a tray was visually inspected and was tested using a console. The product could be recognized, and the service data could be retrieved from the console. However, the product failed to prime and generated a system message code. The aspiration manifold was cut from the cassette insertion to check for an occlusion. No occlusion was detected in the cut-off tubing line. The tubing was detached from the cassette insertion and solvent was observed in the distal end of the aspiration manifold preventing fluid flow. The solvent used to bond the tubing to the cassette caused an occlusion in the tubing. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or non-conformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. Based on the evaluation of the information and materials received, the investigation concluded that the root cause of the reported event is company manufacturing related, caused by an assembly error during the wetting of the tubing with solvent and subsequent insertion to the cassette. In order to mitigate the occurrence of this type of event, during the manufacturing process, downstream in-process checks after final assembly are utilized to help screen out this type of observed issue from occurring. An investigation is currently ongoing to identify if there are additional root causes associated with other complaints of a similar nature. An action has been opened to investigate and address potential causes for system message code. Complaints are reviewed and monitored at regular intervals for adverse trends. Complaints are reviewed and will be continued to be monitored at regular intervals for adverse trends. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that irrigating pressure did not rise during surgery. The procedure type was unknown. The surgery was completed on the same day after replacing with another product. There was no information about patient impact.